Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy for svt. The device will be reprogrammed and patient will continue to be monitored.